Manufacturer narrative:
This product is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited increased pacing thresholds at routine follow-up; the patient also reported pain when breathing deeply. A CT scan was performed at which time it was found that the lead perforated the right ventricle. A thoracotomy was performed at which time the lead tip was cut and a new lead implanted in the coronary sinus and connected to the rv port of the device to provide pacing support. The remainder of the lead was extracted during a procedure several days later. No additional adverse patient effects were reported.